Event description:
The customer reported to a baxter representative a condition of one flogard infusion pump of an unknown serial number and make that was alleged with simultaneous flow of the primary and secondary solutions. There was no report of patient injury, or adverse reaction. The pump and both sets were replaced, and therapy was concluded without further incident. No samples are available. Bo reported that a baxter IV therapy specialist was in contact with the facility, and will be performing an on-site visit. The patient is unknown. No additional information is currently available.

Manufacturer narrative:
(B)(4) - the reported condition could not be confirmed, as the sample was not available for evaluation; therefore, no root cause could be identified. The serial number of the device was unavailable; therefore, neither service history nor device history review could be performed. Should any additional information be made available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) - the sample was not available for evaluation. Should any additional information be made available, a follow-up MDR will be submitted.